Event description:
It was reported that the pump exhibited a damaged downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Initial customer report it was reported that the device had a damaged dso. During visual inspection it was confirmed that the downstream occlusion sensor (dso) seal was damaged. The complaint was confirmed and the dso seal was replaced with a new one. All tests passed within specifications.